Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of large cystocele, rectocele, enterocele, vaginal apex prolapse. It was reported that after implant, the patient experienced an unspecified adverse outcome.